Event description:
A report was received that the patient was not receiving adequate stimulation. Database analysis revealed that some electrodes showed high impedance. The patient will undergo lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm.

Manufacturer narrative:
Sc-2316-50 (sn (B)(4)) the device passed mechanical test performed. The complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that 5 cables were fractured at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The fractured cables resulted in the reported high impedance complaint. No cables are exposed at the fracture site. Sc-2316-50 (sn (B)(4)) the device passed mechanical test performed. The complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that 9 cables were fractured at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The fractured cables resulted in the reported high impedance complaint. No cables are exposed at the fracture site. Sc-3400-30 (sn (B)(4)) the complaint was not verified. The lead passed all tests including visual, impedance, and diameter and electrode pitch test. A test infinion lead was inserted into the splitter connector without any anomalies. Device exhibits normal device characteristics. Sc-4316 (ln 16920411) the clik anchors are intact and no parts of it are missing.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein 2 leads were replaced. The patient was reportedly doing well post operatively.

Event description:
A report was received that the patient was not receiving adequate stimulation. Database analysis revealed that some electrodes showed high impedance. The patient will undergo lead replacement procedure.

Event description:
A report was received that the patient was not receiving adequate stimulation. Database analysis revealed that some electrodes showed high impedance. The patient will undergo lead replacement procedure.